Event description:
In a 12/6/00 letter response requested by the distributor, a vascular surgeon user reported that implanted one perma-seal graft in an obese pt. "Within a limited time frame", the graft became infected and was explanted.